Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The pump was received with minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and no sticky keypads. (B)(4).

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose level was unknown. The customer stated that her pump is cracked, the plastic is missing and the buttons are starting to stick. Customer was advised to discontinue use of the device and to revert to a backup plan.